Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Proximal stent row 3 was damaged with stent strut lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 215mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2018. It was reported that difficulty advancing was encountered. The target lesion was located in the distal right coronary artery. After a 6f guide catheter was engaged at the right side and a 0.014 a non-bsc guide wire crossed the lesion, pre-dilation was performed with 2.0 and 2.50mm non-bsc balloon catheters to 14 atmospheres. Subsequently, a 2.50 x 38mm synergy¿ drug-eluting stent was advanced but was unable to reach the lesion due to angulated anatomy. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.